Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unable to pull images from picture archiving and communication systems (pacs). While troubleshooting the site attempted to connect the system to a wall ethernet port and reported the wall ethernet port was physically damaged. They then moved the system to another operating room (or) that was not commonly used and connected to a wall ethernet port, the wired ip address was populated and green. They ran a start test on the pacs node which returned all green values. The site pulled an image from pacs with no issue and confirmed an image was transferred to the system. The issue was resolved. There was no patient involvement.